Event description:
It was reported that an asymptomatic patient presented in clinic for a device check. The ventricular lead exhibited noise, which was not reproducible with isometrics. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4)